Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ disposable syringe had foreign matter in the fluid path. No serious injury or medical intervention was reported.

Event description:
It was reported that bd luer-lok¿ disposable syringe had foreign matter in the fluid path. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: one sealed packaged 1ml ll syringe was received, confirmed to be from batch #8184706 (p/n 309628). A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: the sample was visually evaluated. The syringe barrel was observed to have large swirls of dark brown embedded foreign matter, larger than level 3 in size, which is rejectable per product specification. The barrel was from mold l-78 cavity 17. Root cause description: potential root cause for the embedded foreign matter defect is associated with the molding process. Rationale: no corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.